Manufacturer narrative:
Sections with additional information as of 16-nov-2021: d4: lot number and expiration date. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-008.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-mar-2021 to ensure the initial concern has been resolved - able to establish contact with customer who declined to provide information and requested no further contact.

Event description:
Manufacturer contacted customer in a follow-up call on 03/03/2021 for internal report reference number (B)(4) to ensure the replacement products had resolved the initial concern. Customer had reported that he had sought medical attention since the last call and had gone to his doctor's office due to high blood glucose test results obtained with the replacement meter. Doctor had confirmed the high blood glucose test results were correct and the customer's medication had been changed as of (B)(6) 2021. Customer declined to provide any further information, including the test strip lot information.